Event description:
Patient's meter was prompting an error 4 message. The pt reported that he was not able to test on his meter since march 2006. On march 21, 2006, at 4:00 am the pt woke up feeling weak. He drank some chocolate milk and went to bed. At approximately 09:00 a.m. He took 36 units of insulin (the evening before he took 36 units of same insulin) and had breakfast (black coffee and 2 or 3 cookies). He ate a light breakfast because he had drank the chocolate milk at 4:00 am.m. He was unable to use the meter so he did not attempt to test his blood glucose. A rew minutes after eating breakfast he went to lie down on the sofa because he felt very dizzy. About 10:00 a.m (according to his wife) he lost consciousness so his wife called their family doctor immediately who asked her to call the paramedics. The physician arrived 5 minutes later and tested the patient's blood pressure while he unconscious; the patient was given 2 pills of "cokenzen", a blood pressure medication under the patient's tongue. The physician though that pt was having a stroke because his face was "twisted". The paramedics arrived 5 minutes after the physician and took the patient to hospital. They patient's wife confirmed that neither the physician nor the paramedics tested the patient's blood glucose because they didn't know how to use the patient's blood glucose device. She does not know if the paramedics tested the patient on their own meter. At the hospital, the patient's blood glucose result was 40 mg/dl on the hospital meter. He was treated with IV glucose and afterwards regained consciousness. He left the hospital at 4:00 p.m. When he was feeling better. The error 4 issue was not resolved with troublehsooting. This complaint is being reported, as the patient was unable to use themeter due to the error 4 message; the patient subsequently suffered a hypoglycemic injury and received medical intervention. A replacement has been sent to the patient.